Event description:
There was no electrical current to bipolar grasper at the time of its first use during the procedure when trying to bovie tissue. This was a new instrument - it had never been used before. An identical new instrument was obtained and functioned properly. No significant delay in case or harm to patient.